Event description:
During a coronary stent procedure of a pre dilated circumflex lesion, crossing difficulties were encountered. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. While attempting to retract, some resistance was noted, and the entire system was removed without incident. Upon removal it was noted that there was damage to the proximal end of the stent. No pt injuries or complications occurred.